Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via phone call that he was experiencing low blood glucose and thought it was due to pump giving too much insulin. Customer indicated that he was in the hospital recently due to an issue not related to the pump, and stated that the low happened after being released from the hospital. Customer's blood glucose was 116 mg/dl at the time of the call. Troubleshooting found that there are extra boluses being delivered and changed the basal rates per customers request. No further information was given.